Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection resulting in pericardial effusion. It was noted that the patient also had liver failure and was on a respirator. The entire system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition intra and post procedure.